Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis toric ii optiblue 1-piece iol, model zcw that has a similar device, tecnis toric 1-piece iol model zct series which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after intraocular lens (iol) implantation, the physician found that the toric marks were not aligned in a straight line, but in a bent line. There was no patient injury reported. The iol remains implanted. No further details were provided.